Event description:
Customer called to report hosptialization and having insulin reactions for the past three days prior to the call. It was stated that they passed out behind the wheel. Also customer continuously had experienced unexplained low bgs. Additionally it was stated that the insulin usually lasts three days, but was only lasting one. During troubleshooting it was discovered that the insulin concentration was set incorrectly. Customer's spouse felt that the error must have been sometime in the week during the set change. Parameters were reset to the correct settings.